Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2018-00509 thru 3012447612-2018-00512.

Event description:
It was reported that the threads on four closure tops were broken during final tightening within surgery. They were removed and replaced with alternative closure tops. There was a surgical delay greater than 30 minutes in length, but there were no reported impacts as a result of the delay. This is report two of four for this event.

Manufacturer narrative:
UDI number: (B)(4). The closure top was returned for evaluation. The closure top was found to be fully functional when tested with a mating pedicle screw and driver. There were no device problems found. A review of the DHR did not identify any manufacturing issues which would have contributed to this event.